Event description:
Event description cpi received information that this transvenous sensing lead, which was implanted due to an earlier fracture in the rate sensing portion of the patient's transvenous defibrillation lead, was exhibiting noise and oversensing which triggered an inappropriate shock.